Manufacturer narrative:
On 05/31/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, it was reported to mentor that the implant was damaged during surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/04/18, it was reported to mentor that the device evaluation and investigation findings: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 0.7 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 6747108 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate profile 325cc breast implant, catalog number 3501650, serial number (B)(4), lot number 6447108. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with saline mentor smooth round moderate profile 325cc breast implants and experienced deflation on the right breast implant after implantation. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 450cc on an unknown date.

Manufacturer narrative:
On 9/25/2019, mentor became aware that manufacturer's report number 1645337-2018-04823 is a duplicate of this event. Any additional event information received will be submitted under report number 1645337-2018-02567. This was the patient's primary augmentation. She was a 41-year-old hispanic female, and the date of event was on or around (B)(6) 2017. The device was explanted on (B)(6) 2018, and replaced with a 450cc mentor memorygel breast implant, catalog # 3504501bc, s/n: (B)(4). Reason for explantation and/or reoperation: deflation, device migration. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1/29/2019, it was reported to mentor that the date of birth is (B)(6) 1976. Manufacturer¿s reference number: (B)(4).